Event description:
The lay user/pt contacted lfs on (B) (6), 2010 alleging an apply sample message on her one touch ultra2 meter. The pt mentioned that the apply issue message first occurred a week prior to calling and sometime in that week the pt felt shaky. She did not seek any medical attention or contact her physician for assistance. This is not the first time the product is being used. While troubleshooting, it was noted that the technique of applying blood on the test strip was incorrect. The pt was applying blood on the top of the test strip. The pt was using the correct vial of test strips. Issue was resolved via troubleshooting. The meter was replaced. The complaint is being reported since the pt alleged that due to the apply sample message, she developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.